Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered. Follow up indicated that the patient was having premature ventricular complexes which double counted and triggered the alert. The rv lead remains in use. No patient complications have been reported as a result of this event.